Event description:
The following has been reported: agilia vp mc wifi has an infusion being administered. Staff observed air in line within the dedicated set downstream from the device, beyond the air sensor. The device had not alarmed for air in line as staff expect it should have. The infusion was disconnected from the patient and retained/shared with the senior charge nurse and senior clinical nurse educator to report. Reporting as a conservative measure. No adverse event was reported. More information is needed to complete the investigation.